Event description:
Cyberonics therapeutic consultant reported that while at a office visit, she received a report that the doctors hp handheld computer "would freeze after being turned on". Hard and soft resets performed on the handheld did not resolve the issue. The hp handheld computer had 7.1 programming software. Cyberonics is pending receipt of the programming software for product analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause a death or serious injury.